Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The guide wire was returned for evaluation. The returned guide wire had its coil wire loosened at the mid solder designed to sit at 15mm from the tip. The coil wire was also found loosened and detached from the tip solder. The fracture end of the coil wire showed a characteristic of fracture by torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation was applied on the guide wire while the wire tip was being trapped likely in the lesion. When the applied torsion exceeded the product's design limit, it made the coil wire loosened at the tip solder where the coil wire is fixed on the core and eventually fractured. It was concluded that this malfunction was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that there was something wrong about the tip of an asahi guide wire when it was used for a ppi to treat a severely calcified cto in the left superficial femoral artery. Other guide wires were used to resume the procedure; however, none could cross the lesion so that the ppi was terminated. There were no patient sequelae after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.